Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 26, 2021 that a wallflex colonic stent was to be implanted in the colon during a stent placement procedure performed on (B)(6) 2021. During the procedure, the proximal flared end of the stent did not fully expand. After complete deployment, the stent moved distally with the unexpanded proximal end just above the tumor. The stent was removed from the patient using rat-tooth forceps and another wallflex colonic stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.